Event description:
Patient reported on behalf of healthcare professional left side "centimeter to 2 centimeters lower" and "strong suggestion of a biological microfilm present". Patient underage at the time of initial implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d4; h6.

Event description:
Patient reported on behalf of healthcare professional left side "centimeter to 2 centimeters lower" and "strong suggestion of a biological microfilm present". Patient underage at the time of initial implant. Device remains implanted.

Manufacturer narrative:
The events of infection (unknown onset) and biofilm coating in device are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset), biofilm coating in device.